Manufacturer narrative:
On (B)(6) 2015 11:23 am (gmt-4:00) added by (B)(6) ((B)(4)): there was no nonconformance recorded in the lot history which would be considered related to the reported event. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I arm would not properly lock even after maximum tightness was applied. A replacement device was used to complete the procedure. The hospital did not report any patient effects.